Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, ¿due to frequent use, the connecting piece of the broach is worn out. It is no longer possible to attach the neck segment correctly.¿ the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the broach corail amt 9 revealed that the post presents several circular markings around the surface, consistent with normal and constant use. However, no defects that could have affect the functionality of the device were observed. A functional test performed with a mating handle (d257000000) revealed that the broach was able to assemble and disassemble as intended. A tight fit was observed between the post and the locking mechanism of the handle. The reported condition was not able to be replicated. The overall complaint was not confirmed as the observed condition of the broach corail amt 9 would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). B3: date of event is an unknown date. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Due to frequent use, the connecting piece of the broach is worn out. It is no longer possible to attach the neck segment correctly.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> according to the information received, ¿due to frequent use, the connecting piece of the broach is worn out. It is no longer possible to attach the neck segment correctly.¿ the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the broach corail amt 9 revealed that the post presents several circular markings around the surface, consistent with normal and constant use. However, no defects that could have affect the functionality of the device were observed. A functional test performed with a mating handle (d257000000) revealed that the broach was able to assemble and disassemble as intended. A tight fit was observed between the post and the locking mechanism of the handle. The reported condition was not able to be replicated. The overall complaint was not confirmed as the observed condition of the broach corail amt 9 would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.